Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be improper handling. The reported issue was resolved by replacement of the damaged plexiglass ring. The system was inspected for any additional damage, and no further abnormalities were identified. The system was returned to clinical operation and is functioning as specified. The root cause of the incident was determined to be improper handling, as the patient unintentionally collided with the plexiglass ring. Information regarding patient handling is clearly outlined in the instructions for use (print no. C2-082b-g.621.05.03.02, chapter 2.4.4, p. 28): ¿observe the following safety information when securing the patient on the table. Unintentional patient movement! Injury to the patient. Always fix and observe the patient during the measurement.¿ no further technical investigation is deemed necessary, and a safety assessment has been performed. Assessment does not indicate a system failure or malfunction, and no non-conformity was identified.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom go.top CT scanner. According to the information provided, the patient hit the plexiglass ring located in the center of the gantry with his knee, resulting in damage to the component. The patient sustained minor abrasions to the knee, which were treated with minor first aid. No serious or long-term health consequences have been reported.